Event description:
It was reported pt and dds did not like restoration aesthetics wanted a small implant placed. Implant removal & bone graft.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvtb10, (imp, tsv, 3.7, 10, mtx, mg) for evaluation. Visual evaluation, product shows signs of wear/use, however no damage or malfunction identified or reported. DHR review was completed for the subject lot number: 1252081. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported (B)(4) for similar events and no other complaint was identified. Review completed utilizing keywords: dental: fit: other. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage or malfunction identified or reported. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.